Event description:
A customer obtained a falsely elevated tsh result on a patient sample. A biased result may lead to inappropriate physician action. There was no report of patient harm as a result of this event.